Event description:
It was reported that during a device upgrade it was not possible to disconnect the svc coil connector from the header of the device due to a set screw issue. The svc coil connector was explanted along with the device, and the new device was implanted as a single coil system.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported setscrew anomaly was confirmed in the laboratory. Upon receipt, a section of a lead was stuck in the svc port. Silicone debris was observed inside the setscrew cavity that resulted in a stripped setscrew.